Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ gel bleed: not observed. Additional observations: ¿ crease flat observed.

Event description:
Healthcare professional reported right side "gel bleed" and capsular contracture baker grade I. Device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported right side "gel bleed" and capsular contracture baker grade I. Device explanted.